Manufacturer narrative:
The insulin pump was received with upper arrow intermittent button response due to corroded keypad traces also, stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No button error alarm and no unexpected number scrolling during testing. The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump had minor scratched lcd window, cracked case at the display window corner, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that numbers continued to scroll on display screen. Customer also reported of receiving a button error alarm. Customer's blood glucose was 463 mg/dl, and was treated with manual injection. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.